Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving intrathecal unknown baclofen (type, lot number, concentration, and dose unknown), fentanyl (concentration and dose unknown), clonidine (concentration and dose unknown), and bupivacaine (concentration and dose unknown) via an implanted pump. The patient¿s ¿old¿ medications were listed as unknown baclofen 250 mg/ml (dose 4.62 mg/bolus/153.82 mg/day ), fentanyl 6000 mg/ml (dose 99.9 mg/bolus/691.7 mg/day), clonidine 600 mg/ml (dose 9.99 mg/bolus/369.72 mg/day), and bupivacaine 20 mg/ml (dose ) via an implanted pump. Indications for use were listed as non-malignant pain and chronic low back pain. Other medications the patient was taking at the time of the event and medical history were not reported. The patient experienced increased baseline pain because the healthcare provider (hcp) was decreasing pump medication. The change in therapy/symptoms was sudden. The hcp started lowering his medications in (B)(6) 2015 because it was way too high and ever since the hcp started lowering it he had been feeling more pain since (B)(6) 2015. The representative did not recall the patient saying anything about his level of pain or that the physician had changed his dose. The patient had only been concerned about his ptm not working. Drug information, other medications the patient was taking at the time of the event, pertinent medical history, why the patient¿s dose was decreased, troubleshooting/diagnostics performed related to the increased pain, actions/interventions taken to resolve the event, the cause of the event, and if the pain had resolved was not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.